Manufacturer narrative:
The reported event of sensing noise was not confirmed. As received, only a connector portion of the lead was returned in one piece. Visual inspection of the lead found no anomalies except for damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during a device clinic check, it was discovered that over-sensing of noise was detected on the right ventricular (rv) lead, showing signs of potential future failure. The rv lead was capped and replaced on (B)(6) 2024. There were no adverse health consequences to the patient.